Event description:
Additional information reported indicated that the cause of the event was an over discharged battery. Impedances were found to be okay. There was no hospitalization, injury to patient or surgery scheduled. The patient was instructed by their physician to charge on a regular basis to avoid a reoccurrence of over discharge. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; lead model 3487a-56 lot# v250886 implanted: (B)(6) 2009 explanted: na; lead model 3487a-56 lot# v208747 implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); extension model 3708220 serial# (B)(4) implanted: (B)(6) 2009 explanted: na.

Event description:
It was reported that for the past two months, the patient had not felt stimulation. The implantable neurostimulator (ins) was unable to be interrogated with a physician programmer, recharger or patient programmer. A physician mode reset was unsuccessfully attempted, due to poor communication with the ins. The patient also indicated that they could feel the ins move around in implant pocket. X-rays were scheduled to determine if the ins had flipped. Additional information had been requested, but was not available as of the date of this report.